Event description:
It was reported that the patient¿s blood glucose levels increased to above 600 mg/dl after approximately 24 to 36 hours of pod wear on the arm. The patient noted that the pod emitted a hazard alarm indicating insulin delivery had stopped; however, by the time the pod was replaced, blood glucose levels were elevated and the patient developed symptoms including vomiting, diarrhea, and body soreness. Blood glucose levels were displayed as "high" in the omnipod system, indicating levels greater than 400 mg/dl. The patient was subsequently admitted to the hospital, where they were diagnosed with hyperglycemia and a potassium imbalance. Treatment during hospitalization included insulin therapy and pain medication, with a computed tomography (CT) scan and ultrasound also conducted. The patient was discharged on (B)(6) 2026. The pod was discarded at the hospital so it is unavailable for investigation.

Manufacturer narrative:
(B)(4). D4, g4: pt101ew is not sold in the USA, but it is similar to a product which is sold in the USA (pt101us). The 510(k) for the similar product is k131895. Fisher & paykel healthcare (f&p) is currently in the process of completing f&p's investigation. F&p will provide a follow up report upon completion of f&p's investigation. Product background: the pt101 airvo 2 humidifier (airvo 2) is an active humidifier with integrated flow generator that delivers high flow warmed and humidified respiratory gases to spontaneously breathing patients through a variety of patient interfaces. Its intended use is for the treatment of spontaneously breathing patients who would benefit from receiving high flow warmed and humidified respiratory gases. The airvo 2 is not intended for life support, and appropriate patient monitoring must be used at all times.